Event description:
It was reported that the programming tablet was reporting a "unable to open port" error. No patient was involved or affected. Troubleshooting was performed. Troubleshooting included performing a hard reset and re-seating connections between the wand and tablet. The usb serial adapter cable was reported to be possibly slightly loose. A new tablet was sent to replace the device. The tablet and the usb serial adapter cable were received by the manufacturer. However, analysis has not been completed to date.

Event description:
An analysis was performed on the returned tablet and the reported allegation was verified. The cause for the anomaly is associated with a broken wire connection in the serial cable db9 hood assembly. Once the wire was soldered on to the pcb, no further anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.